Manufacturer narrative:
Device evaluation update: results of investigation: the suspect device was not returned for investigation. Vyaire medical determined root cause as due to defective o2 pressure regulator. Most likely restriction of the p2 regulator hole caused by injection molding deburrs during manufacturing. This complaint will be included with on-going trending analysis. (B)(4) has been initiated. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the bellavista 1000 was having an alarm 388 - "no o2 (oxygen) dosing possible". The issue occurred during patient-use and the device was replaced with another ventilator. The customer confirmed that there was no patient harm associated with the reported event.